Manufacturer narrative:
The device was not returned to any of olympus locations. The engineer inspected the device onsite. The bayonet catch (the connection mechanism to connect the device to video system center) of the device was defective and the pin protection mechanism did not work, so the technician repaired the device and the problem was resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the bronchoscopy, the error message "stop operation immediately and contact olympus (172)" was displayed several times and the endoscopy image was not displayed. When this error message was displayed, the user had to withdraw the device from the patient and restart the video system center. The procedure could then be resumed, but the user had to withdraw the endoscope and restart the video system center each time the error occurred. The procedure was extended due to device malfunction, resulting in longer sedation and anesthesia times for the patient. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct "report type" and "type of reportable event" in the MFR report #8010047-2022-01768. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is serious injury. According to the information provided by the user, the user withdrew the endoscope from the patient and extended the procedure and anesthesia due to the repeated error with inconsistent video signals during bronchoscopy. When anesthesia or deep sedation is extended as in this case, severe outcomes can be expected depending on the patient's health (e.g. Elderly, patients with complications, etc). Therefore, olympus determined that the reported event is considered as serious injury. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct adverse event or product problem and type of reportable event and provide additional information. It was confirmed that there was no health impact to the patient. However, the user withdrew the endoscope from the patient and extended the procedure and anesthesia due to the repeated error with inconsistent video signals during bronchoscopy. When anesthesia or deep sedation is extended as in this case, severe outcomes can be expected depending on the patient's health (e.g. Elderly, patients with complications, etc). Therefore, olympus determined that the reported event is considered as serious injury. Based on the evaluation results, this event is considered to be reportable malfunction. The exact cause of the reported event could not be conclusively determined. However, the results of the device evaluation confirmed that the bayonet catch was damaged, so the reported event could have been caused by a damaged imager. The exact cause of the imager damage could not be determined because the device was not returned to olympus medical systems corp. (Omsc), but since the device was manufactured in 2010, it is possible that it was caused by use beyond its useful life. The instruction manual states that the endoscope should never be used on a patient if an abnormality is suspected, as damage or irregularities in the instrument may compromise patient or user safety and may result in more severe equipment damage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.